Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was leakage of fluid behind the plunger of four 3 ml bd luer-lok¿ disposable syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4) investigation results: bd received four (4) syringe samples from p/n 309657 - lot #7122994 for investigation. 2 samples appeared to be used while the other 2 were with sealed packages. All four samples were visually examined, one of them presented solidified solution in the front and back of the stopper. Leakage past stopper was visible and confirmed for that sample, stopper deformations were identified after further visual inspection performed. It is possible that the stopper deformations caused the leakage past stopper condition found by customer. The other 3 syringes did not present visual defects, all three syringes were tested and no leakage past stopper conditions were identified. Based on the sample evaluation results, we can conclude that the leakage past stopper condition found was due to the stopper deformations identified. Stopper deformations are not common defects seen during incoming inspection and regular production. 3ml stoppers are purchased materials, inspections are performed based on buy specification requirements and in accordance to incoming inspection procedures. A review of the DHR for this lot showed that all critical parameters were operating within the validated parameters. All product inspections were found to be in conformance with the control plan. No non-conforming product or process interventions that could be associated to leakage past stopper were identified during the production of lot 7122994. Bd will continue to monitor and trend all complaints through monthly qda (quality data analysis) meetings to determine if corrective actions are needed. At this time, the evaluation of the observed performance is found to be within the expected risk levels accepted for this device. A formal corrective action will not be initiated at this time.